Event description:
During an implantation procedure, the right ventricular (rv) lead was successfully inserted into the heart and all electrical parameters were stable and in range. While suturing the lead into position, a suture sleeve was not used and the sutures were tied directly to the lead body. Electrical values were tested again and revealed high pacing lead impedance. The suture was loosened with no resolution. The rv lead was replaced to resolve the event and the patient was stable.